Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's sister went to visit the patient. When she called out for him, he was sitting on the recliner unconscious, clammy and sweaty. She was unable to wake the patient but all he did was grunt. She checked the cgm and it was 80 mg/dl. The sister thought his condition could be due to something else and called 911. When emergency medical technician's arrived, the checked the patient's bg and it was 29 mg/dl. They treated the patient with IV fluids and administered glucose. After a while, the patient's bg increased and the patient recovered. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.